Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was not confirmed. The pcu event log showed hydromorphone high dose custom concentration was infusing at 5ml/hr on pump module s/n (B)(4) (attached to pcu s/n (B)(4)). At 11:59 pm on (B)(6) 2016 the user changed the vtbi to 50ml, which would be expected to infuse in 10 hours. The infusion continued until 10:45 am on (B)(6) 2016. During this time the vtbi was changed multiple times and the infusion was paused and restarted multiple times. The volume recorded during this infusion was 43.69ml. At 12:43 pm, a basic infusion was programmed at 5ml/hr with a vtbi of 15ml and continued until 4:11 pm. During this time the vtbi was changed multiple times and the infusion was paused and restarted multiple times. The volume recorded during this infusion was 3.07ml. The total volume infused on pump module s/n (B)(4) was 46.76ml. At 4:20 pm, hydromorphone high dose 50mg/50ml was programmed on pump module s/n (B)(4) (attached to pcu s/n (B)(4)) to infuse at 5ml/hr. The infusion continued from 4:20 pm to 11:55 pm (where the log review ended based on the reported event date). During this time the vtbi was changed multiple times and the infusion was paused and restarted multiple times. The volume recorded during this infusion was 18.427ml. The customer¿s report that the infusion completed sooner than expected could not be confirmed due to the multiple vtbi changes and pause/restarts during the infusions, and the lack of information provided regarding intended programming to use as a baseline. The root cause of the reported event was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that at 0125 the nurse hung IV dilaudid 50mg/5ml to be in infused at 5ml/hr for 10 hours, at 0400 vtbi was 32.9, at 0600 32.1. On (B)(6), IV med was completed before 10 hours as ordered. In between these dates, the customer thought maybe it was an error in the pump itself the user pulled the pump and started with a new device.e vent occurred on med-surg floor.